Manufacturer narrative:
Date of event is estimated. The UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number: 1627487-2022-00261. It was reported the patients ipg flipped in the pocket site causing the extension to migrate. Surgical intervention may be pending to address the issue.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced and the ipg repositioned to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.